Manufacturer narrative:
H3 other text : evaluation at third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, "he is confused. He is with the (B)(6). He has registered his device". The patient alleges "he has had 2 heart attacks one 4 years ago and the other 2 years ago, has 3 stints as part of medical treatment and stated, lower part of his heart is dying, he doesn't feel good". The patient states, " he is not alleging that the device caused or contributed to the reported even". Really needs a device asap". The patient states, "stopped using the device and it's been a while". The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The unit has good quality and was upgraded and recertified.